Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient experienced bent cannula event on (B)(6)2026. Due to the event, patient¿s blood glucose level was high and experienced site irritation. The patient replaced infusion set and cartridge. The site of insertion was abdomen.